Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis and the reported error 32114 was confirmed and replicated. In system logs, the error 32114 was found indicating a communication error pointing to the clock spring fiber, confirming the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test was found to be failing for the clock spring fiber, replicating the reported event. Once testing was completed, the clock spring fiber was applied behavior analysis (aba) tested and verified to be the source of the fault. The clock spring fiber was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the user informed the technical support engineer (tse) that they encountered error 32114 after powering on the system. The issue was resolved after two power cycles. Upon reviewing the error logs, the tse identified a link issue between the axes controller, arm (aca) and axes controller, motor (acm) components. Despite the error, the procedure was completed as planned with no reported injuries. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that these events involved different procedures occurring on different dates, rather than being the same event or procedure. For the initial error occurrence, the user resolved the issue after two power cycles. On the subsequent occurrence, the user was able to recover from the fault with power cycle. The surgeon did disable or discontinue the use of arm4 due to the issue. As a result, the procedure was not completed robotically with all intended arms; instead, the surgeon switched to completing the procedure using laparoscopic surgery.